Event description:
It was reported rn had to replace a 4fr PICC that had a hole in it. PICC line was inserted on (B)(6) 2024. No other information provided. Additional information on 10/01/2024: placed on (B)(6) 2024, removed on (B)(6) 2024. Inserted into basilic vein, exit site marking 6 cm, total catheter length 47 cm. Catheter locked with saline and secured with securacath placed approx 3 cm-5 cm marking. PICC dressed with j-loop. PICC was used for antibiotics (methylprednisolone, zofran, gravol). Power-injection rate 3 ml/sec via red lumen, contrast was warmed prior to administration. There were no known occlusions with this PICC. Leakage was identified at the hospital and was found inside the patient at 8cm marking. PICC was used 17 days. No xray imaging was taken of this incident. Catheter site was cleaned with chloraprep (soluprep chlorhexidine gluconate 2% w/v and 70% v/v isopropyl alcohol 1.6 mls x2 swab sticks). Patient did not leave the hospital at any time or participate in any activities. Additional comments: dressing continuously wet with fluid coming from PICC insertion site worse when meds infusing. Hole within the patient so could not see until PICC removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed and determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing at the 8 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation.

Event description:
It was reported rn had to replace a 4fr PICC that had a hole in it. PICC line was inserted on (B)(6) 2024. No other information provided. Additional information 10/01/2024: placed (B)(6) 2024, removed (B)(6), 2024. Inserted into basilic vein, exit site marking 6cm, total catheter length 47cm. Catheter locked with saline and secured with securacath placed approx 3cm-5cm marking. PICC dressed with j-loop. PICC was used for antibiotics (methylprednisolone, zofran, gravol). Power-injection rate 3ml/sec via red lumen, contrast was warmed prior to administration. There were no known occlusions with this PICC. Leakage was identified at the hospital and was found inside the patient at 8cm marking. PICC was used 17 days. No xray imaging was taken of this incident. Catheter site was cleaned with chloraprep (soluprep chlorhexidine gluconate 2% w/v and 70% v/v isopropyl alcohol 1.6 mls x2 swab sticks). Patient did not leave the hospital at any time or participate in any activities. Additional comments: dressing continuously wet with fluid coming from PICC insertion site worse when meds infusing. Hole within the patient so could not see until PICC removed.